Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricular (lv) lead was rising.

Event description:
It was reported that the left ventricular (lv) lead had high pacing thresholds. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693665 lead; implant date (B)(6) 1996; 5076-52 lead; implant date (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later noted that the previously-capped lead was explanted.